Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt reagent performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. No relevant alarms were identified, and the last maintenance activity was performed on 23-jun-2023. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The patient sample was tested four times at the customer laboratory. On (B)(6) 2023, the first measurement yielded a reactive result of 2.22 coi, while a repeat measurement on the same day yielded a non-reactive result of 0.376 coi. On (B)(6) 2023, two additional measurements were performed, both of which yielded reactive results of 1.27 coi and 1.28 coi, respectively.